Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. In telephone contact, it was informed that the dentist did not have information about lot number of the product.

Event description:
(B)(4) ¿ the dentist reported that, during the surgery to install the dental implant, bone overheating has happened, due to the quality of patient¿s bone (high density/ bone too cortical). In consequence, the dentist decided to remove the dental implant and did not replaced it in the same surgical act.